Event description:
During surgery on the anesthesia machine, while being used, it alarmed displaying "machine will shut down in 8 seconds". The anesthesiologist turned on alternate oxygen control then manually bagged pt. He then turned the machine off and on. The machine re-booted continuing to work finishing the surgery without any further events. No alteration in surgery or pt surgical care. There was not any negative outcome. Diagnosis or reason for use: exploratory laparatomy.